Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced an infection at the implant site (specific date not reported). Subsequently, the device was explanted on (B)(6) 2025. There are plans to reimplant the patient with a new device once healed; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.